Manufacturer narrative:
Due to character restrictions in block e1; event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
As part of post-market clinical follow-up (pmcf) registry for vxt and flixene grafts the following adverse event information was provided regarding a vxt graft. The patient experienced graft thrombosis. Intervention was performed to maintain primary assisted graft patency. No patient harm was reported.